Event description:
A falsely elevated troponin I result of 4.5 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was retested on an alternate analyzer and a result of <0.01 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was a clogged wash probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a clogged wash probe. The malfunction was resolved after the customer performed maintenance with guidance from a siemens technical assistance representative. The instrument is performing within specifications.